Event description:
It was reported that 2 of the bd plastipak¿ syringe plunger rods broke. The following information was provided by the initial reporter: staff inserting syringe into syringe drive and the plunger breaks.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-mar-2023. H6: investigation summary: two samples were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken, some of the broken pieces remain inside the sealed blister pack indicating the damage likely occurred during the packaging process. A device history record review found no non-conformances associated with this issue during production of lot 2201026. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product getting damaged during the packaging process.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd plastipak¿ syringe plunger rods broke. The following information was provided by the initial reporter: staff inserting syringe into syringe drive and the plunger breaks.